Manufacturer narrative:
Evaluation: results - inspection of the returned product revealed the patient access panel side window zipper slider body is open. Also the patient access window side d has a 5 inch tape zipper tear. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the patient's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. (B)(4).

Event description:
Customer reported that there are tears on the canopies between 1-3 inches. There was no patient incident or injury reported.